Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked reservoir tube lip and a broken belt clip rails. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump is damaged. The customer also stated that a piece of the clip railing chipped off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.